Event description:
It was reported that the zimmer air dermatome will not run power set. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/01/2002 and has no repair history at zimmer surgical. Evaluation of the device observed nicks and excessive wear along the leading edge of the head. The control bar was nicked and the neck had a gash in it. The thickness lever and reciprocating arm were older style components. The device leaked at the swivel-handle connection when plugged into a power source. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the right side and the side to side calibration. Lack of preventative maintenance and improper handling by the customer most likely caused the exterior and interior damage and discoloration to the device, which most likely caused toe customer's reported event. The device was serviced and returned to the customer.